Event description:
Customer reportedly received the following results within 10 minutes on the advantage system: 397 mg/dl, 110 mg/dl, 122 mg/dl, and 402 mg/dl. No high blood symptoms reported. The customer did not provide the location where the discrepant results were obtained. The discrepant results have been occurring since 11/06. No action was taken based on device results. No adverse event reported. No quality controls used. Requested return of suspect device and replacement was sent. Accu-chek advantage system: meter, comfort curve test strip lot number 548731, expiration date 2/28/07.

Manufacturer narrative:
The suspect product is the comfort curve test strips.